Event description:
Prevena therapy unit/canister not working properly. Continuously making noise and not vacuuming properly. Would not turn off despite holding down power button and disassembling cartridge. Would only turn off when removing batteries. Ref report: mw5155028.